Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during a lung volume reduction procedure. Reportedly, the instrument misfired. The hosp has reported no pt injury occurred.